Event description:
Customer reported low blood glucose. The blood glucose reading was 62 mg/dl. The customer stated she was concerned that the bolus wizard was giving her more insulin than she needed. She treated with glucose tablets. Customer was advised to disconnect from the insulin pump and inspect the drive support cap. Customer stated the drive support cap appeared normal. She stated that her pump therapist had increased the basal rates. Customer lowered the basal rates back down. The insulin pump settings were correct. Customer also reported that the insulin pump alarmed for a motor error. She stated that the alarm occurs randomly and during set changes. She stated that the insulin pump was not exposed to a strong magnetic field and she was able to clear the alarm and perform a rewind. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.